Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the balloon was not filling all the way distally. The balloon looked fine proximally and mid-section but did not fill at the distal tip. It started firing error codes. The team made some adjustments on the fill volume but it still didn't fill all the way. The md replaced the iab. The team did say that there was some difficulty getting the balloon up to the correct position so it could have kinked on the way up. There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is confirmed. The iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from a sharp. In addition, blood was noted within the helium pathway. The root cause is undetermined, but a potential cause of how the catheter came into contact with a sharp is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the balloon was not filling all the way distally. The balloon looked fine proximally and mid-section but did not fill at the distal tip. It started firing error codes. The team made some adjustments on the fill volume but it still didn't fill all the way. The md replaced the iab. The team did say that there was some difficulty getting the balloon up to the correct position so it could have kinked on the way up. There was no reported patient injury or consequence.